Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump received failed battery test alarm. It was also mentioned that the customer was unable to continue the troubleshooting because they were out at the time of call. Blood glucose level was unknown. The insulin pump will not be returned for analysis.